Event description:
Difficulty in walking [gait disturbance]. Arthritis [arthritis]. Effusion (right knee) [joint effusion]. Pain developed at the injection sites [injection site pain]. Swelling developed at the injection sties [injection site swelling]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) male pt, initials (B)(6), with osteoarthritis of the right knee (B)(6). The pt's medical history was significant for long term administration of suvenyl (purified sodium hyaluronate) into the right knee. On (B)(6) 2011, the pt initiated treatment with synvisc (hylan g-f 20) at 2 ml, in right knee. On (B)(6) 2011, second and third injections of synvisc were administered respectively during which no abnormalities were observed. The synvisc lot number was not provided. On (B)(6) 2011, the pt developed pain and swelling at the injection sites and experienced difficulty in walking and was diagnosed with arthritis. On (B)(6) 2011, blood tests were performed which revealed white blood cell count at 8730 (units not provided), red blood cell sedimentation rate at 28 mm and c-reactive protein at 10.5 mg/dl (normal ranges not provided). One an unspecified date in (B)(6) 2011, yellow opacified fluid was aspirated and culture test yielded negative results. The action taken with synvisc was not provided. The pt's outcome for the event of arthritis was reported as not yet recovered. The pt's outcome for the event of right knee effusion, difficulty in walking, "pain developed at injection sites" and "swelling developed at the injection sites" was not provided. Concomitant medications were not provided. The intensity for all the events were not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definitely related. The relationship between synvisc and the events of difficulty in walking, right knee effusion, "pain developed at injection sites" and "swelling developed at the injection sites" was not provided by the reporting physician. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and review by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and review by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.